Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned. The reported deployment difficulty and stent elongation could not be confirmed as the stent was not returned. The reported tip detachment was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A review of the historical data for the reported lot was performed and revealed no other incidents reported for this lot. The physician did not confirm via fluoroscopy that the stent was deployed from the device before the withdrawal procedure, as per the supera instruction for use (IFU). The supera IFU also states that the recommended pre-dilatation diameter for a 5.5 mm stent is greater than 5.5 mm balloon. Precaution: the post-dilated vessel should be at least the size of the stent diameter. If recommended vessel diameter cannot be gained, optimal stent deployment may not be achieved and revised stent sizing should be considered. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 5mm in diameter, superficial femoral artery vessel, moderately calcified lesion was prepped via 5.0 unspecified balloon, inflated for 2 minutes. The supera stent delivery system (sds) was advanced to the lesion. It was not confirmed that the stent had emerged from the outer sheath. Additionally, the physician did not confirm via fluoroscopy that the stent was deployed from the device before the withdrawal procedure. During deployment and withdrawal procedure, the guide catheter was a couple centimeters proximal to the end of the stent. Per fluoroscopy, the stent stretched from the common femoral to the popliteal artery, approximately 50% stretched. Once in the popliteal, the tip detached into the popliteal artery, requiring snare for removal. The delivery system, including tip, was removed. The stent remains implanted in the popliteal artery. Reportedly, the patient is in stable condition. There was no additional information provided.